Event description:
During the procedure, shaver left metal fragments and required additional irrigation of surgical site.

Manufacturer narrative:
Aggressive use is the most likely cause of emission of metal fragments. However, a visual examination of the returned device did not reveal damage to the cutting edges, galling marks, or damaged hubs. Also, the functional testing of the device did not reveal frictional contact between the inner and outer shafts of the device. Therefore, the complaint can not be confirmed for metal shavings.